Event description:
After 22 days of implantation, this pacemaker was explanted because of reported intermittent loss of capture.

Event description:
After 22 days of implantation, this pacemaker was explanted because of reported intermittent loss of capture.